Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Impactor bolt stuck in cup in left hip replacement.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed following inspection of the returned bolt and trident shell which remain locked together. Method & results: -device evaluation and results: visual inspection: the cup impactor bolt was returned assembled to the trident shell. The cup impactor bolt was visually unremarkable. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been one other similar events for the reported lot. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of an existing CAPA opened for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from shell.

Event description:
Impactor bolt stuck in cup in left hip replacement.